Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n181909007, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, lot# n181909007, implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, bupivacaine, and duramorph (morphine) via an implanted pump. The concentration and doses were unknown. The pump's indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2015 the patient had her pump replaced and after she was admitted to the hospital because she was feeling her legs "buzzing" and her crotch area was burning. She also had pain and burning from her spine where the catheter was down to her toes. It was painful to wear clothes and this lasted for about 12 hours and then she was discharged because it went away. The patient was now having similar symptoms and was told to go to the emergency room (ER) by the on-call physician on (B)(6) 2015. The patient thought it would go away, but it did not so she went to the ER on (B)(6) 2015 and the pump was not checked. The patient had cat scan done and no apparent issues were seen. The reporter was not sure if they were looking for a granuloma. The patient was in pain and did not have a doctor and now her legs were white and burning. She was told by her previous provider that pumps were not safe. The patient did not have a healthcare provider (hcp). On (B)(6) 2015, additional information was received from a consumer indicated the patient went to the ER and had a CT scan. The patient was unable to have a MRI (due to pacemaker). The patient had a appointment with the hcp on (B)(6) 2015 to discuss surgery and pump replacement. The catheter was not replaced. The patient had an appointment with a new pain clinic on (B)(6) 2015 and would keep an eye on suspicion of a granuloma. The patient's symptoms had not been resolved completely. She still had pain in the back of legs and spinal pain near the site of the catheter. The patient thought it was concerning that she still had the old catheter from 2009. It was noted the patient's new doctor was also concerned the patient still had the old style catheter, which may have to be replaced in the near future.